Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported loss of therapeutic benefit which started about 2 years ago. Caller stated that it is not working and hasn't worked since they did a fusion on the patient's back about 2 years ago. Caller stated the patient is having lots of trouble and they went to a spine doctor and they recommended that they call the manufacturer to find out where they can take it to get it looked at. Caller mentioned that the patient thought that the leads were taken off when they did the surgery. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-jan-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 11-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.